Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
Dull drill bit. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes. Additional information provided by the sales rep via phone on (B)(6) 2017 that the customer's spiral fluted drill bit was dull during the case. The case was completed with another like device. There were no patient consequences or delays.